Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose value was mistakenly input into the carbohydrate field while requesting a bolus, and customer delivered a larger than intended bolus. Customer's blood glucose level dropped to 32 mg/dl. Customer addressed low bg levels with food. At the time of the report, customer's bg level was 72 mg/dl.